Event description:
It was observed that during the device evaluation, the sphincterotome exhibited that the cover was peeled and the knife wire was exposed. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. In addition to the findings in b5, evaluation found that knife wire was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the peeled cover and the knife wire were exposed could not be determined, likely factors causing the defect could have been the following: the knife wire was deformed and the coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Although a definitive root cause of the deformed knife wire could not be determined, likely factors causing the defect could have been the following: when a pre-curved stylet is removed. When an attempt is made to bend the pre-curve shape. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not use excessive force to bend the distal end. This could damage the cutting wire. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.